Event description:
Needle broke off suture material during closer of skin. Normal force was used by the provider performing to suturing during closure of skin following a cesarean section. The needle broke off the suture material and was lost below the patient¿s skin. An xray was required to locate the needle which was then removed. No harm resulted to the patient.